Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the downloaded log files. On (B)(6)2024 at 19:07:18, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The onset of the alarms was not captured. The alarm cleared by the time the next data was logged at (B)(6)2024 at 23:07:17. On (B)(6)2024 at 03:06:58, the log file captured the backup battery fault alarms active again due to the backup battery not passing the load test. The onset of the alarms was not captured. The alarms cleared by (B)(6)2024 at 15:06:56. The backup battery fault alarm did not impact the system controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. Throughout testing procedures, multiple load tests were performed and no atypical alarms were able to be reproduced. The provided information indicated the backup battery was exchanged but the alarms did not resolve. The alarms resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that backup battery faults occurred. The backup batteries were replaced but the system controller still showed backup battery fault alarm and eventually a new system controller was provided. The alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.